Manufacturer narrative:
Evaluation summary: the condition of channel select key on pump head module b not working was confirmed. The reported condition was due to corrosion (internal) at the key traces on the phm keypad flex cable. Upon the completion of baxter's investigation of this report, the device will be routed to our service department where appropriate servicing will be completed prior to the device being returned to the customer. There is an ongoing CAPA investigation, mdq-CAPA-(B) (4) associated with this report. (B) (4)

Manufacturer narrative:
(B) (4)

Event description:
Procedure type: unknown. Patient gender: unknown. According to the reporter: the grey seal around the instrument entry site collapsed inside the port when inserting the mesh. There was no damaged to the tissue, the mesh got stuck inside the grey lining so was easy to get out of the patient. The device used was thrown away but the customer has returned another port with the same lot number for testing. There was no patient injury.

Event description:
On january 14, 2010, during device evaluation by baxter the channel select key on pump head module b on a colleague cx triple channel volumetric infusion pump was found to be not working. According to the hospital representative, no patient injury or medical intervention had been reported related to this device. This device utilizes user interface module master software (B) (4) categorized as unremediated.